Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
On (B)(4) 2011, it was reported that the patient has history of failed mesh implanted in (B)(6) 2008 and subsequently additional mesh was implanted on (B)(6) 2008. On (B)(6) 2010, the patient underwent lysis of mesh and was treated with uretex retropubic mesh due to post operative urinary retention and recurrent stress urinary incontinence. The excision of exposed mesh was planned due to continuous stress urinary incontinence, erosion of the edge of the mesh in the right vaginal fornix that caused pain with intercourse. (B)(4).

Manufacturer narrative:
It was reported that patient underwent release of pubovaginal sling on (B)(6) 2008. On (B)(6) 2011, the patient underwent an excision of exposed sling. (B)(4).